Manufacturer narrative:
"Round form-stable breast implants: diagnosis and management of complications," maurice y. Nahabedian, plastic and reconstructive surgery. 144 (1s): 73s¿81s, july 2019; doi: 10.1097/prs.0000000000005953. (B)(4). The events of capsular contracture, seroma, lymphoma and infection(unknown onset) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Through journal article ¿round form-stable breast implants: diagnosis and management of complications", healthcare professional reported patients that had "infection, seroma, rippling and wrinkling, implant flipping, edge visibility, rupture, capsular contracture and alcl". Device status is unknown. Affected sides are unknown. Histopathological markers were not provided.